Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was damaged on the terminal end. This lead separated at the terminal pin juncture after the set screw was deployed. Additional information indicates that there was no allegation with the header or the set screw. This lead was surgically abandoned. No adverse patient effects were reported.